Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0kaxs, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was implanted 3 or 4 days ago. Bandages were present but there was no swelling. The patient attempted to initiate their interstim to no avail, I don't get the proper picture". The patient was seeing the poor communication screen. The patient didn't have any problem whatsoever for the first couple days. When the patient woke up the third day/night he experienced a slight pain in the back "as if I slept on top of it or irritated it." As the patient experienced a slight pain in the back which he didn't have before , the patient thought something maybe disconnected or moved. The patient did not have fall or trauma. The patient could not communicate with patient programmer. Patient services assisted the patient with trying to sync with and without antenna but unsuccessful. The patient was not able to make adjustment both with or without antenna attached. It was noted: won't do telemetry with or without antenna. Appeared to have occurred through product use. Regarding the programmer, the device tested to spe cs. They resoldered the antenna jack as a preventive measure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.